Event description:
Physician reported "the left implant shows several contour folds" MRI confirmed, and "rupture of the device." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "the left implant shows several contour folds in the absence of signs to be referred to prosthesis rupture or extracapsular migration. Lymph nodes in axillary location.". MRI has been performed. Device has been explanted and replaced with non-allergan device. This relates to the left side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: crease/folding of implant: no observed on the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease/folding of implant: crease fold is observed on the device. Rupture: observed, one opening on posterior side assessed as fold flaw opening. Additional observations: brown encapsulation. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.